Event description:
A customer reported an issue with their pump related to a cartridge change error, which involves the pump's engagement with the cartridge during loading. There was no information provided regarding the impact on the customer's blood glucose level. Despite following troubleshooting steps provided by technical support, the issue persisted, and the customer could not successfully load the cartridge. As a result, the pump was approved for replacement under warranty, and the customer was informed of the necessary steps for returning the pump and receiving a replacement. The customer declined to disclose their backup therapy plan for insulin delivery.